Event description:
The customer stated, he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 600 mg/dl during the phone call. The customer stated he changes the infusion sets every five days and only inserts the infusion sets on the right side of his abdomen. Some troubleshooting was performed and the insulin pump programming appeared to be correct. The customer's vision was very blurry during the phone call. The customer put a nurse on the phone but she was in a hurry and could not complete any troubleshooting. Advised the customer to use the infusion sets for no more than three days and insert the infusion sets in other parts of the abdomen and body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.